Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the product met all quality criteria and manufacturing specifications prior to release. There is no information to indicate that a malfunction occurred. Allergic or adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established.

Event description:
A report was received on 13 mar 2023 from the nurse of a 70 year old male patient with a medical history including end stage renal disease, who stated the patient experienced hives, shortness of breath, and itching five minutes into an in-center hemodialysis treatment on (B)(6) 2023. Treatment was ended and diphenhydramine (benadryl) intravenous (dose not specified) was administered. Additional information was received on 20 mar 2023 from the nurse who stated the patient did not experience any additional symptoms. Symptoms resolved within 15 minutes with no additional medical intervention required. Following the event the patient has recovered without sequelae and continues to treat using the nxstage system.